Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. A product sample was received for evaluation. Visual inspection showed tamper seal was intact and device was in good condition, no physical damage was found. During functional check, the reported complaint was not duplicated. Unit was powered on and off multiple times and did not experience the drug library reverting and or changing. Root cause could not be determined. However, replaced interconnect printed circuit board as a preventive measure. Calibration and functional testing were performed.

Event description:
Information was received indicating that during testing of this smiths medical medfusion 4000 pump, the pump keeps reverting to old drug library. It was reported that the devices in question will upload a new drug library, then when power down, the device reads new update and when accept the devices revert back to the previous drug library. No patient involvement reported.